Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.7mm vicm5_13.7 implantable collamer lens, -11.50 diopter, broke while being loaded and there was no patient contact. A new lens was implanted and the problem was resolved. The cause of the event was the device.